Event description:
It was reported that the patient stated that when squeezing the inflatable penile prosthesis (ipp) pump it took about three minutes before it re-inflates. The issue was mentioned to be very recent. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. Additional information was received. Patient was contacted by patient liaison but no reply has been obtained. Should additional information become available, it will be provided.